Manufacturer narrative:
(B)(4). The device was returned for analysis. The returned product consisted of a guidezilla guide extension catheter blood was found inside and outside of the device. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a partial separation of the shaft, located at the distal end of the collar and the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02-oct-2017. It was reported that the catheter was unable to cross the lesion. A guidezilla¿ guide extension catheter was selected for use. During procedure, the catheter was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a partial separation of the shaft at the distal end of the collar.